Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with used/loose strips - unable to test. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with the all of the results obtained. The expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 188 and 169 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concerned with the fact the readings are high, but is more concerned with the erratic readings. Customer states she has to closely monitor her blood sugar to avoid taking any medications to manage her blood sugar.